Manufacturer narrative:
The pt is ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the event analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms on their system controller. The pt then noted "low speed operation" on their display module. Pt presented to clinic, the vad coordinator submitted event log and x-rays for analysis. Event log contained a period of 4 hours in which multiple low speed events and pump stoppages were recorded. X-rays do not support any evidence of physical damage externally. The system controller and cable were exchanged. The pt remains ongoing.